Manufacturer narrative:
Method code: the case info, including the device use feedback obtained from the event reporter, catheterization report and angiograms were used to evaluate the device performance. Results code: perforation is defined in the labeling (IFU) as a possible complication. It is unk whether the perforation was a direct result of the avinger device or other devices used. On the secondary event (detachment of device/device component), pt's condition affected effectiveness of device. IFU contains warnings and precautions that "if resistance is met during manipulation, determine the cause of the resistance before proceeding" and "torquing or pulling the catheter excessively may cause damage to the product." Device eval summary: detachment of device/device component (secondary): returned device eval confirmed the separation of the tip as a result of manipulation in attempt to free up the device when it got stuck in the lesion. The catheter tip separated from the outer sheathing but remained attached to the inner shaft. Eval showed damage on the separated end of the outer sheathing is consistent to damage when excessive force is used. IFU instructs cautions the user that torquing or pulling the catheter excessively may cause damage to the product. Returned device showed evidence that excessive force was applied.

Event description:
On (B)(6) 2012, pt presented for revascularization of a heavy calcification lesion in the sfa, popliteal, at and pt regions. The w550 catheter successfully crossed the sfa. The w550 was unable to cross the popliteal and the physician used other devices to cross the popliteal. A minor perforation occurred in popliteal region that was treated with a balloon. The cause of the perforation is unk. It is unclear whether the perforation was a direct result of the avinger device or of the other devices used. It was also reported that while trying to free up the w550 device, the tip separated from the catheter's outer sheathing but remained attached to the inner shaft. The procedure was considered successful. There was no pt effect and no harm to the pt.